Manufacturer narrative:
Manufacture site should reflect sylmar manufacturing site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Fluoroscopy discovered that the left ventricular lead had dislodged. Additional interrogation revealed that the lead exhibited failure to capture. The lead was removed and replaced. The patient was stable.